Event description:
Laparoscopic nephrectomy - "this is the complaint from the market. Please refer to the complaint sheet for investigation." "The user saw a damaged septum drop to the pt's body when the user inserted/removed forceps into/from the subject device during surgery. The user retrieved the dropped septum from the body. The surgery was completed as planned, by replacing the damaged device to a new one. The user irrigated the abdominal cavity after surgery. Aomori olympus have confirmed the following about the subject device. <c0r47>. The septum in the duckbill had a lost part. When we put the enclosed piece to the lost part, they fit each other. The piece was 0.48mm long and 0.51mm wide. Pt status: "the pt was not injured."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.